Event description:
Customer made 2 printouts of treatment fields. Printout 1 was at a scaled ratio of 1.2:1,yet system did not print the correct scale, actually printed 1:1 scale. Print out 2 was set at a 1:1 scale that printed about .97:1 customer stated that the system had been printing fine with correct scales, but for some reason printed incorrectly this time. The site found the problem after they cut the blocks and port filmed the patient which yielded incorrect blocks. The patient was not treated with the incorrect blocks and correct blocks were created prior to treatment initiation.